Event description:
This female pt was undergoing coil embolization within an aneurysm size 4x3mm. There was no calcification or tortuousity present. The 1st coil was placed within the aneurysm without difficulty. During attempt to place the 2nd coil into the aneurysm resistance was felt while repositioning the coil and it stretched. The coil and microcatheter (mc) were removed as a unit. The same mc was used and placed another coil to complete the procedure. Continuous flush was maintained within the mc. Prior to event the coil was not out of mc when the mc was being repositioned. The mc was re-shaped prior to use. There was no adverse outcome to the pt. The product is to be returned for evaluation and testing.